Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act button due to unlocked j2 or lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that act button was not working. The customer's blood glucose value was 89 mg/dl. The insulin pump stopped working. The time was advances. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.